Manufacturer narrative:
The products were not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported pain and instability; however, provided info stated poor patella device positioning was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and instability. Also, surgeon did a lateral release because patella was riding on side of femoral component.